Event description:
It was reported that upon interrogation, there was a high impedance warning for both leads. In addition, there were no impedance readings given, instead, "???" Symbols replaced the numbers. The device could not be reprogrammed. It was thought that the device may have experienced an electrical reset. The device was eventually reprogrammed to vvi mode, and the impedance of the ventricular lead was able to be read. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed "???" Marks on some parameters and a no output condition. The cause of the reported conditions was memory corruption. The condition cleared during testing, so a root cause was not determined.